Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported via phone call, she had received all her setting for the insulin pump but all the buttons are hard to push. Customer states she has issues with her hands and that could be part of the reason. Customer stated the device is working and she has programmed it. Customer also mentioned she was going into surgery and wanted to use the sensor so they can monitor her blood sugar. Customer was advised the insulin pump, senor, and transmitter cannot be worn in a surgery with high magnetic fields. Customer is not returning the device for analysis. She will continue use of the device.